Manufacturer narrative:
Per the field service representative (fsr), she confirmed the level sensing system was unable to be turned on from the ccm. The level sensors were replaced. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level detector was unable to be turned on via the central control monitor (ccm). As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the yellow level sensor was connected to lab use only (luo) testing equipment. Upon evaluation of the level sensor, the central control monitor (ccm) displayed a 'check probe' message. The pst was unable to clear the message as the there was no signal coming from the level sensor even though the pins in the connector appeared to be undamaged. It was determined that the yellow level sensor did not meet specification.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.